Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was missing upon opening. There was no device inside the packaging. A new device was used to complete the procedure with no delay. There was no patient harm. Photos provided by complainant show the device box and empty tray. Elated to tw (B)(4).

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. The product box was observed in one photograph. The 2nd photograph was of an opened product packaging with no device observed in the plastic protective carrier. The external packaging was not observed in the photograph. Based on the non-return of the device as well as the photographic evaluation, the reported failure "component missing" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000359542 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.